Event description:
It was reported that a spectrum infusion pump falsely detected a loaded set. The customer reported that the device alarmed reload set before the set hd been loaded. It wa also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom false detection of a loaded set. The evaluation observed a reload set alarm at power up, determined to be caused by a failed downstream sensor. The downstream sensor was replaced.